Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the reagent 1, reagent 2 and sample probes and replaced all of them. The cse then checked the alignments, reagent 2 mixer and performed photometer alignments. The cse also verified the functioning of the source lamp and ran system check, which was acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist could not determine the cause of the event, as there are multiple issues that can cause (B)(6) imprecision. The cause of the discordant (B)(6) result on four patient samples is unknown. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
Discordant hemoglobin (B)(6) results were obtained on four patient samples on a dimension exl with lm instrument. The sample was repeated on the same instrument, resulting different from the initial results. There are no reports of patient intervention or adverse health consequence due to the discordant (B)(6) results.

Manufacturer narrative:
The initial MDR was filed on april 5, 2017. The first supplemental MDR was filed on may 24, 2017. The second supplemental MDR was filed on june 1, 2017. Corrected information (07/31/2017): the initial MDR indicates that the "date received by manufacturer" is march 14, 2017. The correct date is march 15, 2017.

Manufacturer narrative:
The initial MDR was filed on april 5, 2017. The first supplemental MDR was filed on may 24, 2017. The second supplemental MDR was filed on june 1, 2017. The third supplemental MDR was filed on august 22, 2017. Corrected information (08/31/2017): the "date of event" is (B)(6) 2017. The correct date of first event is (B)(6) 2017.

Manufacturer narrative:
The initial MDR 2517506-2017-00338 was filed on april 5, 2017. Additional information (05/01/2017): a siemens customer service engineer replaced the reagent 2 ultrasonics, which resolved the issue.

Manufacturer narrative:
The initial MDR 2517506-2017-00338 was filed on april 5, 2017. The first supplemental MDR 2517506-2017-00338_s1 was filed on may 24, 2017. Corrected information (06/01/2017): the first supplemental MDR 2517506-2017-00338_s1 indicates that the "date received by manufacturer" for additional information is may 1, 2017. The correct date is april 12, 2017. Cannot be updated with this information as it is currently being used for this report.